Event description:
It was reported that the right ventricular (rv) lead demonstrated a steady, gradual increase in superior vena cava (svc) coil impedance and now measured high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising. Svc trend steady ~90 ohms through (B)(6) 2014, begins rising from 90 to ~170 ohms through (B)(6) 2015. (B)(4).